Manufacturer narrative:
The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. The product has been requested back for an investigation. At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint, which involved a manufacturing review (including device history records (dhrs)), previous complaint and corrective and preventive action (CAPA) investigations conducted for blank screen issues, process failure mode effects analyses (pfmeas), design controls, and design failure mode effects analyses (dfmeas), risk management reports, risk evaluations, and label copy. The investigation did not identify any trend or potential root cause that would indicate that the product is not meeting specification. If the product is returned, a physical investigation will be performed and a follow-up report submitted. As this report concerns a united states customer who indicated that the adverse event occurred while in united states but incorrectly called the canada support team, this report will additionally be provided to us FDA and canada competent authority. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An unspecified battery/power issue was reported with the abbott diabetes care (adc) device. The customer was unable to obtain readings due to the device not powering on, as a result of "being dropped." The customer experienced symptoms described as "unresponsive," "not feeling well for 4 days," vomiting, and weight loss. Furthermore, as the customer was unable to monitor their blood glucose levels, it led to them also experiencing diabetic ketoacidosis. It was indicated that the customer received unspecified medical treatment from a third-party. There was no report of death or permanent impairment associated with this event.